Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. The data log shows no signs of improper pump position during the reported event. According to the clinical report, hematoma at the access site was managed with manual pressure and a sandbag. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The complainant reported the patient was on impella cp support and they had a small hematoma at the access site. Staff held pressure and applied a sandbag. Additionally, the pigtail of the impella was under the papillary muscle. The doctor decided to not reposition due to a planned explant the following day, which occurred, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.